Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was disposed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, pain, and implant pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient had a surgical procedure to revise their device after experiencing back pain near the implant site. The patient turned off the stimulation, and although it helped there was still pain present. Medication was not prescribed to treat the pain, and the patient had an x-ray to check the device. The patient's device had been turned off to relieve their pain for two weeks. When the device was checked at a clinic visit the device was functioning as intended, so the device was turned back on and the patient felt comfortable. The patient only felt discomfort when applying pressure to the lead insertion site. The x-ray revealed superficial migration of the lead, and therefore, the device was replaced.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "discomfort", "pain", "implant pain" and "migration" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient had a surgical procedure to revise their device after experiencing back pain near the implant site. The patient turned off the stimulation, and although it helped there was still pain present. Medication was not prescribed to treat the pain, and the patient had an x-ray to check the device. The patient's device had been turned off to relieve their pain for two weeks. When the device was checked at a clinic visit the device was functioning as intended, so the device was turned back on and the patient felt comfortable. The patient only felt discomfort when applying pressure to the lead insertion site. The x-ray revealed superficial migration of the lead, and therefore, the device was replaced.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient had a surgical procedure to revise their device after experiencing back pain near the implant site. The patient turned off the stimulation, and although it helped there was still pain present. Medication was not prescribed to treat the pain, and the patient had an x-ray to check the device. The patient's device had been turned off to relieve their pain for two weeks. When the device was checked at a clinic visit the device was functioning as intended, so the device was turned back on and the patient felt comfortable. The patient only felt discomfort when applying pressure to the lead insertion site. The x-ray revealed superficial migration of the lead, and therefore, the device was replaced.